Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump would not power on after a battery change. Reportedly, multiple batteries were used but the issue remained unresolved. The reporter denied any physical damage to the battery compartment or battery cap and denied any moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump black box data revealed that the pump was without power for two days. The voltage reading of the battery prior to the pump reboot was greater than that which triggers a battery alarm. No damage was found to the battery compartment or cap. The battery cap secured properly to the pump to maintain power. The fully tightened battery cap was unscrewed a half turn with no power loss observed. A power loss was not duplicated during investigation. No anomaly was found in the power circuit.

Manufacturer narrative:
(B)(4).